Manufacturer narrative:
Synergy ous mr 2.50 x 20 stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal end of the stent were lifted. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-oct-2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. After the lesion was pre-dilated with a 1.5x15 non boston scientific balloon catheter, a 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross lesion due to angulation. The procedure was completed with another of the same device. There were no patient complications reported and the patient was fine. However, returned device analysis revealed stent damage.